Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this pacemaker lead showed oversensing in ventricle during a follow-up approx. 109 months after the implantation. Lead remains implanted. The device was reprogrammed. Should additional information be received, this file will be updated.